Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A response received from a surgeon survey reported, "the surgeon had 2-3 sunken tibial components, but he blames this on too early and too much physical strain by the patient/physiotherapist.¿ this report is for unknown patient 2 of 3.